Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's spouse that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 32 mg/dl at the time of the incident. The customer experienced symptoms such as sweating profusely. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer uses auto mode on their pump. The insulin pump will not be returned for analysis.